Event description:
On (B) (6) 2010, t12-l2 instrumentation was done with expedium anterior spine system. After the surgery, it was found that the screw in t12 was loosened. There is no plan to perform revision surgery. According to the doctor, the pt's bone quality is poor. This screw loosened in bone and moved upward a little bit according to the surgeon. Device 1 see also 1526439-2010-00052.

Manufacturer narrative:
Based on the info provided, it appears that the pt's bone quality contributed to this outcome. No connection can be made between the reported event and any shortcoming of the devices used. Pt was reported to have poor bone quality.